Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6) 2016. They were scheduled to have left hip revision on (B)(6) 2023, approximately 6 years 4 months after their initial implantation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 4448640, 101-05-20 - 3.2mm drill bit 20mm 1pk. 4374104, 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 4594576, 180-01-52 - nv crown cup clstr hole 52mm group 2.4534860, 180-65-25 - alteon 6.5mm screw, 25mm. 4120053, 188-01-07 - wedge plasma x/o sz 7.